Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1blbt, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1blbt, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the device was first implanted on their left side, but it never worked; they tried all four programs. Since it wasn't working, the system was moved to the right side. The patient said they found the wire was kinked or something. No patient symptoms were reported and no further complications have been reported as a result of this event.